Event description:
It was reported that the patient was unable to feel the therapy while using the device. The clinical specialist troubleshot the issue with the device and confirmed that the right lead was out of range/high-impedance failure. Reportedly, the lead was fractured prior to the revision. The device was reprogrammed to unilateral stimulation until a revision procedure could be scheduled. The revision surgery was performed without complications. The defective lead was removed, except for the lead tip, which was left behind the patient during explantation, and a new lead was implanted. There was no report of patient harm or injury. The post-initial implant imaging was reviewed. An unorthodox upside-down strain relief loop was observed.

Manufacturer narrative:
Mml # c-1988.

Manufacturer narrative:
Mml # (B)(4). The allegation of oor was confirmed. Visual inspection observed a separation in the lead approximately 1 inch below the distal electrode #4. Closer inspection of the lead under a lab microscope revealed rounded, fractured coils across all coils. The lead failed functional testing due to the previously observed rounded fractured coils across all coils. H6 updated.

Event description:
It was reported that the patient was unable to feel the therapy while using the device. The clinical specialist troubleshot the issue with the device and confirmed that the right lead was out of range/high-impedance failure. Reportedly, the lead was fractured prior to the revision. The device was reprogrammed to unilateral stimulation until a revision procedure could be scheduled. The revision surgery was performed without complications. The defective lead was removed, except for the lead tip, which was left behind the patient during explantation, and a new lead was implanted. There was no report of patient harm or injury. The post-initial implant imaging was reviewed. An unorthodox upside-down strain relief loop was observed.

Event description:
It was reported that the patient was unable to feel the therapy while using the device. The clinical specialist troubleshot the issue with the device and confirmed that the right lead was out of range/high-impedance failure. Reportedly, the lead was fractured prior to the revision. The device was reprogrammed to unilateral stimulation until a revision procedure could be scheduled. The revision surgery was performed without complications. The defective lead was removed, except for the lead tip, which was left behind the patient during explantation, and a new lead was implanted. There was no report of patient harm or injury. The post-initial implant imaging was reviewed. An unorthodox upside-down strain relief loop was observed.

Manufacturer narrative:
(B)(4). The allegation of oor was confirmed. Visual inspection observed a separation in the lead approximately 1 inch below the distal electrode #4. Closer inspection of the lead under a lab microscope revealed rounded, fractured coils across all coils. The lead failed functional testing due to the previously observed rounded fractured coils across all coils. H6 updated. Corrected section d6b: explant date.